Manufacturer narrative:
(B) (4).

Event description:
Received a report of a possible hypersensitivity reaction with use of this dialyzer from a hemodialysis user facility. The initial information reported that the patient had an event that occurred during dialysis. The symptoms reported were the following: loss of consciousness, seizure activity, shortness of breath, facial swelling, back pain, and transported to the hospital. The reporting facility was contacted for additional information. It was learned this is a fairly new patient to dialysis due to recent transplant failure. The patient started dialysis in (B) (6) of 2009. On the day of this treatment, this patient arrived to the unit when the staff noted that the patient was having weakness on the right side of her body and extremities and slight slurring of speech. It was reported she recently had a stroke and heart attack and had 2 stents placed. The patient was then started on her dialysis treatment when six minutes into the treatment the patient became short of breath and then as staff was getting her oxygen, patient was noted to have a jerky motion with her eyes rolling up and she then stopped breathing and had no pulse for a few seconds. The rn established responsiveness and 911 was called. Upon transportation to the hospital, the patient had become communicative. Following her discharge from the hospital, the patient had continued to receive dialysis with this dialyzer until recently when a different brand of dialyzer was prescribed. There is no sample available for an evaluation. The patient is described as "very sick" fragile as the patient is admitted frequently to the hospital.